Manufacturer narrative:
(B)(4). Concomitant medical product - oxf anat brg lt lg size 3 PMA, item: 159554, lot: 816860. Therapy date - device remains implanted, medical product -oxford cementless tibia f lm, item: us166580, lot: r3058145a. Therapy date - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01021 and 3002806535-2018-01022.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the implant made popping noise in the left knee. No treatment is planned and the patient declined physical therapy.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the implant made popping noise in the left knee.